Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 748966, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4); product ID: 748966, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was in an ins replacement surgery to replace and end-of-service ins when the rep found that the extensions were cracked. The rep inquired if a replacement extension that they had with them would work as a replacement, and it was confirmed that it would work. Follow-up was conducted with the rep. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the extensions were replaced and the patient is getting good therapy post-surgery. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the cracked extensions wasn't determined. The patient went back and the representative was able to give them another program, they noted that it all works now. No further complications reported.